Event description:
It was reported the ipg was unable to communicate with the external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. The patient underwent surgical intervention wherein the device was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.